Event description:
It was reported that before tka top part of handpiece was bent and will not allow the drill to go through. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the problem. During a functional evaluation, handpiece drill test was performed. The reported problem was confirmed. The drill guide is bent. In addition, no other functions could be tested due to broken/damaged parts. The bent drill guide prohibits insertion of the long attachment. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 273 similar reports and this issue will continue to be monitored. The root cause was found to be user error. No corrective actions have been initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system user¿s manual, 500196 rev. C.